Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that the right angled port was coming away from the tubing within 2 weeks of use. It was a possible glue issue. Per additional information received, there was no medical intervention required.

Manufacturer narrative:
Additional information h2, h3, h6. Investigation conclusion the customer reported that the right angled port is coming away from the tubing (possible glue issue) within 2 weeks of use. The reported product, 8884741821, cont. Feeding set, with lot number unk was investigated. Failure mode trending was reviewed, and no related adverse trends were identified. A total of seven (7) products, without original packaging, were returned for evaluation. Visual inspection of the returned products confirmed the reported product failure. Five (5) of the seven (7) returned products showed evidence of the reported tubing detachment. A root cause investigation was performed by way of a gemba walkthrough of the manufacturing process. In general, all processes and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. No manufacturing process abnormalities or defects were identified. A potential root cause of the confirmed product failure was identified as incorrect adhesive placement during assembly. The following actions have been taken: a quality alert was issued to applicable personnel to ensure proper assembly and an awareness notification was issued to the applicable production personnel. This complaint will be used for monitoring and trending purposes.